Event description:
It was reported that during an implant attempt, the set screw in the device was stripped and the physician could not screw it in. It was also reported that two attempted left ventricular (lv) leads could not be implanted due to patient anatomy. The physician also complained that the wire could not pass through the lead properly. The device and leads were not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.